Manufacturer narrative:
A visual examination of the returned device found that one of the pull wires was broken at the z-bend area and both jaws were damaged at the proximal end (tang hole). The fractured wire and jaws were sent for material analysis which determined that the components did not present any material anomalies. Furthermore it was found that the fracture occurred due to a reduction of the cross-section by a mechanical cut, and the jaw damage demonstrated evidence of compression overload as a result of contact with the pull wire. The device crimping and riveting was found to be within manufacturing specifications. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint that the jaws wont open. During device evaluation it was found that a pull wire was broken which would prevent the jaws from functioning properly. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors causing the pull wire fracture. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure, while testing outside the patient, only one of the jaws opened when the handle was extended. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; pull-wire broken.